Event description:
It was reported to philips that fluoroscopy failed due to high-voltage tank and converter issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced unit dig. Kv ma control, converter 8e velara, high voltage transformer, high voltage tank and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).